Manufacturer narrative:
The calibration data, qc data and alarm trace were requested but not provided. The qc was reported to be acceptable. The field service engineer (fse) noted that there was no o-ring on the electrodes. He then cleaned and installed o-rings on the electrodes. An ise check and calibrations were performed with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2, gluc3 glucose hk gen.3 and ca2 calcium gen.2 results for three patient samples tested on a cobas 6000 c (501) module. The reporter stated that they have been obtaining failed calibrations for the assays. The calibrations passed after recalibration. The initial results were not reported outside of the laboratory. The repeat results were deemed correct. For patient ID# (B)(6), the initial sodium result was 118 mmol/l with a repeat of 138 mmol/l; the initial potassium result was 3.43 mmol/l with a repeat of 4.02 mmol/l; the initial chloride result was 82.2 mmol/l with a repeat of 99.3 mmol/l; the initial glucose result was 66 mmol/l with a repeat of 90 mmol/l; the initial calcium result was 7.6 mmol/l with a repeat of 9.5 mmol/l. For patient ID #(B)(6), the initial sodium result was 441 mmol/l with a repeat of 138 mmol/l; the initial potassium result was 8.89 mmol/l with a repeat of 4.59 mmol/l; the initial chloride result was 78 mmol/l with a repeat of 97.9 mmol/l. For patient ID #(B)(6), the initial sodium result was 114 mmol/l with a repeat of 138 mmol/l; the initial potassium result was 3.89 mmol/l with a repeat of 4.42 mmol/l; the initial chloride result was 78 mmol/l with a repeat of 97.9 mmol/l; the initial calcium result was 7.0 mmol/l with a repeat of 9.8 mmol/l. The sodium, potassium and chloride electrode lot numbers and their expiration dates were requested but not provided. The glucose, calcium and creatinine reagent lot numbers and their expiration dates wre requested but not provided.